Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The reporter alleged that a button on the infusion device was defective. It was also reported that the rubber was torn and the upper button was lose. No adverse event was reported. The alleged product was requested to be returned for product evaluation.